Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6005692, medical device expiration date: 03/31/2017, device manufacture date: 01/05/2016. Medical device lot #: 5110470, medical device expiration date: 07/31/2016, device manufacture date: 04/20/2015. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® fx 12.5mg/10mg plus blood collection tubes had poor barrier separation after centrifugation. No report of injury or medical intervention. No report of blood exposure to mucous membrane.